Event description:
Reportedly 8 weeks ago this stent was implanted along with two other stents (see 0101 and 0301). During a routine check it was noticed that this stent is stretched and reportedly had a possible fracture.

Manufacturer narrative:
Device not returned.